Event description:
A customer contacted (B)(4)customer service and reported a post-op shoe, part number 11194, mens, large, the sole separated from the rubber part in the bottom. Shoe was dispensed to patient and worn for 3 weeks.